Manufacturer narrative:
Additional email address: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage, observed a crack assessed as to cracked valve seat diaphragm valve. Additional observations: crease fold observed in the device no further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported left "hole near valve".